Event description:
The customer reported the ventilator alarmed and displayed data acquisition pcba adc failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
(B)(4).